Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 9.1 mm diameter abdominal aortic aneurysm. It was reported that the patient presented into the hospital for a head trauma related to a fall. An abdominal CT scan was preformed and the aneurysm was measured and compared to the previous scan. The CT scan was compared to previous films and showed that the aaa has grown from 9.1-9.9cm. It was determined that there is a proximal type 1 endoleak. Due to the patient¿s mental state and injuries as they may not be a candidate for surgery. The physician stated the cause of the event was anatomy related (neck degeneration). No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.